Manufacturer narrative:
Follow-up #1: date of submission 07/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2016 with the following findings:a review of the black box showed call service 78 alarms had occurred. The issue was duplicated on investigation. The battery compartment was cracked and there was evidence of corrosion in the battery compartment. Leak testing revealed a battery compartment leak. The pump casing was opened and there was evidence of moisture found on the motor flex, motor connector, and transceiver board.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a call service alarm issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.